Event description:
Customer reports that on two occasions (prior to insertion), the catheter would not flush (blue port). No pt involvement is reported as the problem occurred before the catheter was inserted.

Manufacturer narrative:
Two samples were returned and evaluated. Visual exam found no occlusions. Microscopic exam of the secondary lumen and the luer found both open and clear. Functional testing found water easily expelled through the catheter. Catheters were sectioned and measured and found to be within speci. Device history record was unremarkable. It is possible the customer tried to fill the syringe through the catheter; this would create a back pressure situation and may result in the problem reported. We have advised the customer not to use this procedure. Please note that this report may be based upon info not yet verified by sherwood davis and geck to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by sherwood davis and geck that one of its products has caused or contributed to a death or a serious injury or that one of its products has malfunctioned.